Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed invalid data was likely caused by radiation treatments. There were no pors.

Event description:
It was reported that, after the patient received therapeutic radiation treatment, a device check was performed and the lead impedance trend and other diagnostic data displayed as "invalid data". The device remains in use. No patient complications have been reported as a result of this event. It was further reported that a power on reset occurred and that the patient felt symptomatic following treatment on the day of the por and described it as "feels like when I'm in [atrial fibrillation] af."